Manufacturer narrative:
The complaint device was returned and visual inspection confirms the break in the distal tip of the needle. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. No specific procedure information was provided to determine if the above reasons contributed to this failure. A lot review has been conducted and the results indicate that this batch of product was processed with two separate ncs for issues non related to the reported failure and therefore there is no internally assignable cause for the reported problem. A review into the depuy mitek complaints system revealed one similar and one dissimilar complaints for this lot of devices that were released to distribution. The overall complaint rate has been reviewed against the risk analysis document and found to be within the expected occurrence rates. Based on the overall complaint rate and the history of the product, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that the distal tip of an expressew iii needle broke off in the patient during it&apos;s first pass in a rotator cuff procedure. The surgeon removed the broken tip from the patient, and used another like device from a different product lot, to complete the procedure with no reported adverse patient consequences. The complaint device is being returned to mitek for evaluation.

Event description:
Our sales rep reported that the distal tip of an expressew iii needle broke off in the patient during it&apos;s first pass in a rotator cuff procedure. The surgeon removed the broken tip from the patient, and used another like device from a different product lot, to complete the procedure with no reported adverse patient consequences. The complaint device is being returned to mitek for evaluation.

Manufacturer narrative:
The complaint device was returned and visual inspection confirms the break in the distal tip of the needle. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. No specific procedure information was provided to determine if the above reasons contributed to this failure. A lot review has been conducted and the results indicate that this batch of product was processed with two separate ncs for issues non related to the reported failure and therefore there is no internally assignable cause for the reported problem. A review into the depuy mitek complaints system revealed one similar and one dissimilar complaints for this lot of devices that were released to distribution. The overall complaint rate has been reviewed against the risk analysis document and found to be within the expected occurrence rates. Based on the overall complaint rate and the history of the product, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that the distal tip of an expressew iii needle broke off in the patient during it's first pass in a rotator cuff procedure. The surgeon removed the broken tip from the patient, and used another like device from a different product lot, to complete the procedure with no reported adverse patient consequences. The complaint device is being returned to mitek for evaluation.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.